Event description:
It was reported that per depot repair findings, arctic sun device flow was reading 0 with an inlet pressure (ip) of 0. Unit had no flow until transducer was pushed in decontamination. Installed test mixing pump to cool. Reinstalled front wheel in decontamination.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per depot repair findings, arctic sun device flow was reading 0 with an inlet pressure (ip) of 0. Unit had no flow until transducer was pushed in decontamination. Installed test mixing pump to cool. Reinstalled front wheel in decontamination.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.